Event description:
Caller reported a malfunction on the pump, identified as malf 12, which displayed fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the malfunction recurred, which they acknowledged and understood.